Manufacturer narrative:
(B)(4) - 09/14/2015 - should additional information become available, a supplemental record will be filed.

Event description:
End user states that the shaft that holds the caster on fell out of the frame and he fell and skinned his nose.